Manufacturer narrative:
Concomitant: product ID 8709, lot# j11002r26, implanted: 2002-(B)(6), product type catheter. (B)(4).

Event description:
For about the first year to 1.5 years after implant, the patient had a side effect from the morphine in the pump when it was programmed too high. The patient would become extremely sick from the smell of the morphine and would have a return of pain when he smelled it. They slowly lowered the dose over 2 years until it worked really well. He could stand and he wasn¿t sick or in bed all day. The device system was delivering morphine.